Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, intermittent loss of capture was observed on the right ventricular lead. Technical support was contacted and recommended reprogramming to resolve the event. Additional information was requested but was not received. Related manufacturer reference number: 2938836-2017-32969.